Event description:
An electronic report was received from a hemodialysis user facility. Initially, a tubing separation was reported. The facility was contacted for additional info. It has been learned that the pt had gone half way through the dialysis treatment when the venous line that was attached to the twister device separated causing an approx blood loss of 300ml. After the event, a new set of bloodlines were set up and the dialysis treatment was able to be completed as prescribed without incidence. The pt was discharged to home at the end of the dialysis treatment. A sample is available.